Manufacturer narrative:
The reported malfunction was duplicated and attributed to a faulty transducer on the smart pneumatic module board. The smart pneumatic module board was replaced to remedy the reported malfunction. The device was returned to inventory. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "runtime calibration failure - 1051" and "airway pressure sensing failure-1052" messages. Complainant indicated that there was no patient involvement in the reported malfunction.